Event description:
It was reported that bd insyte autog bc global foreign matter on needle tip. The following information was provided by the initial reporter: it was reported that the foreign matter adhered to the tip, end point of the needle before use.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6) medical center. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No new information.

Manufacturer narrative:
Our quality engineer inspected the photographs and sample submitted for evaluation. Your report of material at the tip of the needle was confirmed from the photographs and 20g insyte autoguard unit. The photos and returned sample revealed a clear non-foreign matter that was consistent with lubrication on the exposed section of the needle. No evidence of use was noted on the sample. This was physical/mechanical evidence to confirm and support a manufacturing process related issue. A device history record review showed no non-conformances associated with this issue during the production of this batch.